Manufacturer narrative:
On 05/05/2021, intuitive surgical, inc. (Isi) received user facility report #(B)(4) stating: ¿patient had colon cancer stage 3b with symptomatic fibroid uterus. Patient was brought to surgical suite for intended procedures. Event happened during the hysterectomy and bilateral salpingo-oophorectomy part of surgery. Vessel sealer had been used but suddenly stopped cutting. Device was changed for another one and procedure continued without any further incident." Isi followed up with the initial reporter to obtain additional information: the customer could not verify the batch lot/sequence number of the instrument, but confirmed that the events are the same as the event reported in this initial report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a dislodged blade. The blade was exposed outside of the blade garage approximately at 0.135¿. The known common cause of this failure is mishandling/misuse. No conductor wire damage or snake wrist damage was found. There was a slight bio debris found at the instrument tip. A review of error logs found a blade jammed error message (error 22025) occurred using system sk2402 on (B)(6) 2020. The instrument passed the knife slot test at 0.028" and passed ceramic dot verification test. In addition, the instrument failed multiple homing tests. The instrument did not pass the homing test even after the exposed blade was manually reseated inside the instrument. There was no damage found on the blade. The instrument was transferred to advanced failure analysis (afa) for additional investigation. Afa found the grip-tube retaining ring was dislodged, and it was recovered at the internal magnet. This allowed the grip-tube to slide independently of the grip drive adapter. The grip adapter can open the jaws by pushing the grip tube. Without the retaining ring, the grip drive adapter slides over the grip tube when attempting to close the jaws. This resulted in the instrument jaws not being able to close all the way, enabling the following failures: cutting failures, exposed blade and homing failures. Additionally, the grip tube washer was slightly dislodged from its original intended location because there was no retaining ring to hold it in its place. The lock ring was found inside the instrument, attached to the magnet. The instrument was used for approximately 40 minutes, indicating the washer was partially installed during manufacturing and it was dislodged during use. There was no indication of a potential sealing issue found in the logs. None of the instrument cables were frayed. The grip tips were found with slight scratch marks caused by mishandling/misuse. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the instrument log for the vessel sealer extend instrument (part number: 480422-01, lot number: l91200330-0392) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk2402. The instrument was used for 38 minutes and 24 seconds. This complaint is reportable due to the following: a vessel sealer is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the vessel sealer extended instrument was not working and had a frayed cable. The customer used a backup instrument. The procedure was completed with no reported patient injury. The vessel sealer extend instrument has been returned and evaluated by the failure analysis team. Failure analysis found a dislodged grip-tube retaining ring resulting in cutting failures, exposed blade and homing failures. A dislodged or missing grip-tube retaining ring could cause functional failure at the instrument¿s jaws. This functional failure would not allow the user to properly close or open the instrument¿s jaws. While there was no harm or injury to the patient, the failure mode identified through failure analysis could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510(k) number, adverse event, recall, and correction/removal rpt number: (recall numbers:) are not applicable.

Event description:
It was reported that during a da vinci-assisted total hysterectomy-malignant surgical procedure, the vessel sealer extended instrument was not working and had a frayed cable. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and attempted to obtain additional patient-related information; however, the customer could not provide any additional information.